Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's friend/family member reported that the patient is having a lot more accidents with their urine and urgency. Caller also said that it is harder for patient to hold the urine and the patient doesn't feel like the therapy is working as well as it should. Patient said the symptoms are mostly in the morning when they get up they can hardly make it to the bathroom. Caller said patient will wake up anywhere from 4 times to go to the bathroom and they have no control of their bladder. Patient said symptoms got worse because it became harder to hold it in. Patient also said they will have accidents after they eat and caller said patient has urgency with both urine and fecal. Caller said in february they saw some improvement in symptoms but it wasn't perfect. Patient could get to the bathroom in time and didn't have as much urgency. But caller said for about a month or more they would guess, patient is back to almost having no time to get to the bathroom. Caller said they saw the hcp in the beginning of june about the therapy issues and hcp recommended other therapy along with increasing stim with ins. Caller wanted assistance increasing stim. Caller was walked through communicating with implant and increasing stimulation to a comfortable level. Patient confirmed they could feel a comfortable tingle. Reviewed stim sensation, general therapy guidelines and general expectations. Patient will monitor symptoms and follow up with hcp at appt on friday.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that , since implant, patient has difficulty holding urine in the morning and sometimes doesn't seem like completely empties their bladder. Caller said that patient did receive direction from hcp regarding what steps to take if they don't feel like they've emptied their bladder. Caller confirmed that patient is using fewer pads and going less frequently at night until recently, said had a couple of accidents. When asked, no falls, no changes to regular diet/fluid intake or medications. When asked, caller said that patient has experienced an overall improvement in symptom control of 50% or greater. Agent reviewed therapy expectations, healing time factors and explained that time to optimum therapeutic benefit varies. Agent reviewed general programming guidance. Caller said that they have made two adjustments so far since patient received implant. Caller confirmed stimulation in bicycle seat area and comfortable. Caller said that they will maintain stimulation level and will continue to track symptoms. Caller said that follow up appointment with hcp is scheduled sometime in march.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.